Manufacturer narrative:
(B)(4). The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the distributor, a pack of codman surgical patties was received with particulate inside the sterile barrier. There were no reports of delay or patient harm.

Manufacturer narrative:
Updated UDI: (B)(4). The device was returned for evaluation. It was confirmed that there was particulate in the packaging. A review of manufacturing records did not show any anomalies when the product was released to stock. Root cause appears to be from particulate contaminating the cottonoid material prior to the strip process. Per the requirements of the specification for the strip machine, the operator is required to inspect the front and back of each strip and count the stack. In this case the particulate was missed and the strip was released to inventory. Trends will be monitored for this and similar complaints. At present we consider this complaint to be closed.